Manufacturer narrative:
G2. Foreign: ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) stating they tried but the programming requirement was not working with closed loop. Technical services told the rep to contact them if the problem is not resolved.

Manufacturer narrative:
Correction: b3 has been corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the technical services department did not identify any issues in its analysis of the reports. A cause was not found. The actions taken to resolve the issue were that the amplitude has been reduced, and the patient should inform the doctor if shocks still occur. The rep also suggested turning the "pacemaker" off to see if shocks occur when the stimulation is switched off. Regarding whether or not the event resolved, it was noted that there was no news of the patient since the intensity decreased. The information has been confirmed/provided by the physician. Additional information was received. It was reported that they saw a patient on (B)(6) who reported that on (B)(6) on group b and on (B)(6) on group a there were heavy discharges in a standing position without having done anything in particular; patient perceives shocking sensation when in upright position, "with group with and without adaptivstim". The 2 shocks occurred in a standing position without manipulation of the remote control. The rep looked in the "newspapers", and they saw nothing. They attached the session report and the data report. Technical services responded that based on the report, they did not see any anomalies. The patient reported a shocking sensation both with adaptivstim (group b) and without it, and while in the upright position. The rep was asked about the circumstances around the shocking sensation. The rep responded that the patient told them that he felt a "very standing feeling" when the pacemaker was turned on. The rep responded that the patient reported that the first time he was shopping and the 2nd was at the doctor's office without any particular movement. They could not trigger the shock on palpation. The perceived shock was reported to be all over the body. Regarding if reducing the amplitude made the sensation disappear, the rep reported that he (the patient) didn't call them back to report anything. The rep noted that they don't have any additional ideas.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a reprogramming of the adpativestim was scheduled for may; in the meantime , the patient will remain on a lower intensity setting than before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that on 4th of march and 6th of february, while awake, the patient experienced strong electric shocks lasting a few seconds without having touched his remote control or performed any specific action. On 6th of february he was on pro gramming group b and on 4th of march on group a. Contributing factors were unknown. Troubleshooting was performed. Checked the programming logs to see if there¿s anything there, group b¿s programming was on adaptivestim (as). The session report and the medtronic data report were sent to the technical department to determine if there is anything. Impedance measurements were in normal range. A reduction in intensity for group b in the standing position was performed. It was unknown if the issue resolved. No surgical intervention occurred nor was planned.